Event description:
Additional information was received from the company representative (rep) reporting they had been consistently off with what they were pulling out of the pump over the past 3-4 refills. Today they should be getting 6 cc out of the pump but were getting nothing. The company rep stated that they had already done a catheter access port (cap) and dye study and the catheter seemed to be fine. The company rep noted that the catheter had moved up from t8 to t6 and the patient did report some withdrawal symptoms with the last fill. They were sure that programming was right and this was not an issue with the refill procedure. Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the patient's pump was replaced.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6): product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the patient was sent an emergency room (ER) for withdrawal-like symptoms, dehydration, and flu. The cause of the empty pump was unknown, but they will monitor refill date and volume discrepancy.

Manufacturer narrative:
H3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. However, during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during one of two tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) and it was reported that the doctor left the catheter in place and the patient was doing much better now. It was noted her refills were much more accurate now with the new pump. It was reported it wasn't the catheter, it was the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) stated that the cause of the volume discrepancy was due to pump malfunction in some way. The device will be returning for analysis.

Manufacturer narrative:
H6: eval code conclusion updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Correction to information previously reported in follow-up report number 001: additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the patient was sent to an emergency room (ER) for withdrawal-like symptoms, dehydration, and flu-like symptoms. The cause of the empty pump was unknown, but they will monitor refill date and volume discrepancy.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative (rep) indicated that a patient underdose occurred. There were inconsistent drug volumes for 3-4 refills. There was 4-5cc less drug in the pump than expected. The "suspected" volume was higher than the actual volume, leaving the pump empty. A rotor study was done and passed. After the pump was replaced on (B)(6) 2025, the patient recovered without sequela.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine via an imp lantable pump for unknown indications for use. It was reported that the patient exhibitedwithdrawal symptoms, including restlessness, night sweats, and other typical signs of withdrawal. The patient tough it out for the day and the next day went in for her usual pump refill. They were able to aspirate 2-3 cc of drug out of the pump and then refill pump. She was still having slight withdrawal effects for 4-5 days after the refill, total of 6-7 days with the first 2 being the worst. There was no finding indicating the cause of the event, and the patient does not recall any falls or injuries. They emptied the pump after filling and refilled it to ensure they were in the pump. They were possibly planning to do a dye study to see if there is an issue with the catheter. No error codes on tablet. The pump was basically dry when they went to pull the old drug out during the refill. They should have had 3.9 cc to pull out but only got 0.3-0.4cc. On the last refill prior to this one, where they had the withdrawal symptoms, expected was 4.7cc and they got 2cc. They did send her to the emergency room (ER) after the refill on (B)(6)2025, since she was still having withdrawal symptoms. They gave her fluids and intravenous (IV) meds to help with the withdrawals. She is perfectly fine now, with no issues and it¿s been 2-3 weeks since the refill. The healthcare provider (hcp) has no further information for medtronic.